Event description:
A dentist reported that a parent was seated sideways on the chair with child, who was the pt, on his lap when the midmark elevance dental chair was commended to move. The parent's leg was pinched in the gap between the chair seat and the back. No medical intervention was required.

Manufacturer narrative:
An eval of the chair was done on-site and a review was conducted at our facility of a comparable lot. The chair design was reviewed for compliance to applicable safety standards and was found to be in compliance. The risk management file was reviewed and found to have issue to be evaluated. The failure that occurred has been determined to be related to failure to follow user manual guidance.